Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody, which includes any of the following: chipping/flaking/cracking of the mainbody and detents, as well as broken occluder feet/legs. Surface damage (no detent or occluder feet/leg damage) to the mainbody is usually cosmetic and typically does not affect functionality, since the mainbody is external to the fluid path. In this case no functional problem was observed during the plant evaluation, however a visual crack was confirmed. The root cause is undetermined. A batch review was not possible since the lot number was unknown. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that the patient noted two cracks on the light blue main body after 15 days use. There was patient involvement but no patient injury or medical intervention was reported.